Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no reported adverse impact to customer's blood glucose. Customer loaded anther cartridge to clear the alarm and resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.